Event description:
Patient called to report an adverse event that occurred with a medical device while at a blood bank giving plasma on (B)(6) 2024. Patient stated his left arm started swelling while the needle was in his arm. Patient stated at first it was swelling in the bicep area and the next day it began swelling in the wrist and elbow as well. Patient stated his arm is hot to the touch , purple in color and painful. He stated he went to the ER and was told he had compartment blood clots in his left arm and that it will heal in time.